Event description:
The customer called to request batteries because her meter would just show a blood drop and would not count down when she applied blood. Customer service helped troubleshoot. The customer started to check test and stated that 11 came on the display, but nothing else. Customer service had the customer press the ok button multiple times. The custoner kept stating lines or backward letters that did not make sense. Customer service tried to further identify what segments the customer was seeing, but the customer was confused. The meter turned off and the customer was unable to power it on again. The customer had identified 4 horizontal lines and 3 vertical lines. Customer service advised the customer that due to missing segments, the meter neded to be replaced.